Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu _unknown_lead lot# serial# unknown implanted: (B)(6) 1993. Explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the surgical case with the rep¿s colleague, on (B)(6) 2024, was cancelled and they are waiting for a date for this to be rescheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no further actions were taken, ¿further updates to advise if surgery occurring.¿ the outcome remains unknown.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the manufacturer representative (rep) attended clinic with a healthcare provider (hcp) nurse when the patient reported that the last few months they were getting a message on the patient controller of unable to provide therapy intensity when the patient tries to turn the device amplitude up and they were not getting stimulation into the left leg anymore. They interrogated the system and found that impedances were all in normal range. They used existing contact programs and slowly turned up amplitude via samsung tablet but the patient was unable to feel any stimulation and at approximately 12 amplitude, got the message to advise unable to provide intensity. They changed to different contacts not being used in the program and the same thing occurred with no stimulation felt by the patient at higher intensity above 12 amplitude (the patient normally experiences sensation at 4-5 amplitude). There were no known environmental, external, and patient factors that may have caused the event. For diagnostics/troubleshooting and actions/interventions they reviewed impedances and alternative lead contacts for programming options. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if it was planned. The patient status was alive with no injury at the time of the report. Additional information was received. It was reported that the cause of no longer having stimulation in the left leg and being unable to increase amplitude was not determined. The patient was awaiting further clinic review with the physician. The issue has not since been resolved. The healthcare provider (nurse) will update the manufacturer representative (rep) if surgical management to consider replacement of the lead is required.

Manufacturer narrative:
B3. Month and year valid. G2. Foreign: united kingdom medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the appointment that was scheduled with the patient was postponed, they are currently waiting for an update from the hcp for when it will be rescheduled. Additional information was received. It was reported that the hcp advised that the appointment was rebooked for (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown implanted: (B)(6) 1993. Product type lead g2. Foreign: united kingdom. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported that the rep attended clinic with the healthcare provider (hcp) for review of the device. The patient reported that approximately 5 months ago they were unable to feel stimulation and the handset was stating "unable to provide desired settings" when attempting to turn up stimulation. They are normally able to feel paresthesia at "3 amp". They interrogated the implantable neurostimulator (ins) which stated that there was a quad lead insitu with an extension (the hcp advised that it was the original lead implanted in 1993 and was a quad paddle lead). Impedance for 0-3 was all within normal range, 1740-3810. They tried normal bipole throughout the lead turning stimulation to 10-12 amp with no sensation reported and oor (out of regulation) message appearing in the orange box at approximately 7-9 amp. The hcp will discuss with the pain consultant as they are planning a lead revision due to loss of stimulation despite normal impedances. There were no known environmental, external, and patient factors that may have caused the event. The issue was not resolved at the time of the report. No date stated for consideration of lead revision. No surgical intervention has occurred. Surgical intervention is planned, but has not been scheduled. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
H6: imf codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) who noted that surgical revision was scheduled for 20 24-april-10th. They were unsure were components were at fault, the plan is to table test the original quads leads and if they are working replace the extension, otherwise a full lead revision with new octad percutaneous leads will take place.